Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative did on site troubleshooting as it was reported the imaging system was able to boot up initially, but they performed a test spin outside of surgery and the system shut down. There was beeping before the system shut off. The rep replaced the fuses with the extra's fuses that are stored in the imaging system. After replacing the fuses, the rep tested system and it passed all checks and was put back into use. The fuses were not sent back to the manufacturer for evaluation. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system was able to boot up initially, but they performed a test spin outside of surgery and the system shut down. There was beeping before the system shut off. Was able to confirm the line power light was not lit up during the system being on. Trouble shooting was able to confirm power and checked the f11 and f12 fuses. Fuses were replaced and system worked as intended. There was no patient present when this issue was identified.